Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (part number pdl402, lot number a70a34, medium inserter). This instrument was manufactured on september 16, 2005. The subject device was received with a complaint description stating that the device would not disengage from the associated inferior endplate during surgery but disengaged once sterilized. The medium inserter is used to insert the endplates to the posterior margin of the vertebral bodies. With the endplates in position the polyethylene inlay can be inserted through the use of distractors and inlay pushers per the technique guide. The product drawings were reviewed during the investigation. In 2008 the guide pin material was (B)(4) changed from (B)(4) to (B)(4) in 2008, otherwise the design remained unchanged. These drawings were found suitable to determine the intended device design, application and dimensional conformity. The medium inserter was found to have met the drawings specifications consistent with their date of manufacture. The product was received under the complaint condition ¿device interaction: sticks/jams/stuck¿. When assembling the returned items during the investigation, there was some resistance from the arm without stopper when turning the arm to lock the inferior plate to the medium inserter. There was resistance when disengaging the inferior plate from the medium inserter. With this observation and the age of the medium inserter (over 10 years old), it is likely that one or both pins are slightly bent. In 2008, investigation was performed to address the breakage/deformation of inferior inserter pins. The investigation resulted in a material change in 2008 for the pins, from (B)(4) to (B)(4), which resulted in an increase in resistance to the failure mode. The design issue which led to this complaint condition has been addressed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing date: september 16, 2005. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material, which was delivered as lot 12705, is corresponding to the specifications. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the medium inferior endplate would not load correctly onto the medium inserter during an initial surgical procedure on (B)(6) 2015. As a result, the implant would not go down far enough on the inserter's pins to rotate the arms into the locked position. When the scrub nurse and the surgeon tried to take the inferior endplate off, it remained stuck and would not disengage. A second medium inferior endplate and another medium inserter were then used to complete the surgery. The second implant reportedly loaded fine, but the surgery itself was delayed by fifteen (15) minutes. There were no fragments generated during the surgery. Following the procedure, the inserter with the stuck implant had been washed and the sales consultant tried detaching the devices without success. The hospital staff then peel packed the two devices and sterilized them. When they came out of sterilization, the two (2) parts had disengaged. This report is 1 of 2 for (B)(4).